Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit will not "timed" print. It will print on command. The pump would be sent to biomed once removed from the patient. The patient is stable.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: d1 (remove brand name), d4( remove version or model#, catalog#, unique identifier (UDI)#). H6 (health effect ¿ clinical). Getinge service was not requested to evaluate this unit for this failure. However, a getinge field service engineer(fse) performed pm on the unit in november 2023 and reported that he didn't find any issue with the printer. The fse performed all functional and safety tests to factory specifications. The unit passed all tests performed and was returned to the customer. And returned the unit to customer.